Manufacturer narrative:
The field technician investigated and was told by the account that the patient up ended the bed and fed a sheet through one of the four corner openings in the bed frame and suspending himself by tying the sheet around his neck. No malfunction occurred. The accounts engineering department designed steel plates which were fitted and welded over each of the corner openings in the bed frame.

Event description:
Information received indicates a patient was able to thread a sheet through an opening in the bottom of the bed frame, stand the bed on end and hang himself.